Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use, when the physician aspired, a lot of bubbles were noticed in the syringe. Hemostatic valve was described to be defective. Sheath was replaced and procedure was completed. No patient complications were reported.